Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device related to a brain aneurysm embolization interventional procedure. Reportedly, the device was inserted into the patient, but became stuck and was unable to proceed into the anatomy. The physician removed the device and found that one of the needles was exposed. An additional device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was a post-close procedure using an 8f sheath. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The unintended system motion was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the posterior needle tip was inadvertently pulled out prior to or during manipulation of the device during insertion, or more likely anatomical issues caused the insertion difficulty, and the posterior needle tip was pull out during removal of the device.. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.